Event description:
The customer reported that the system continued to keep after the exposure button was released, which is consistent with a system lockup. Thers is no report of a pt injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The voltage at the ffb (fluoro functions pcb) was adjusted from 4.99vdc to 5.25vdc. The connector on power supply ps1 was reseated. The system was tested and found to be working as intended and returned to service.